Manufacturer narrative:
After further review it has been determined that the reported complaint is not a reportable event. This MDR is to rescind mfg# 2249723-2021-00876.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse used the customer's trainer to complete the pm. The fse replaced the trainer pcb and cables then verified it operated properly. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) trainer would not display the augmented portion of the pressure waveform. There was no patient involvement, and no adverse event reported.